Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer applied more pressure to the wake button to address the issue. In addition, it was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Customer's blood glucose level was 246 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.